Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
New information was received that 15 days later the rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that the clinician stated at the previous visit the lead safety switch (lss) had tripped for the right ventricular (rv) lead due impedance measurements that were greater than 2500 ohms. Currently the rv lss had tripped again and inappropriate ventricular tachycardia events were noted. Noise was unable to be reproduced with isometrics and pocket manipulation. Boston scientific technical services advised the clinician that this may be a lead issue and recommended obtaining a chest x-ray to check for lead related issues. The clinician reprogrammed the lead back to bipolar pacing and will discuss the situation with the physician. No adverse patient effects were reported. The lead remains implanted in the patient and the investigation is complete at this time.